Manufacturer narrative:
The lot number for the esheath was received. The following sections of this report have been updated: device lot number and expiration date (d4) and device manufacture date (h4). The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a radial and longitudinal tear of the inflation balloon. There were no missing pieces of the balloon. Functional testing could not be performed due to the condition of the returned device (burst balloon). Dimensional testing was performed on the balloon single wall thickness along the edges of the burst location and was found to be within specification. Based on technical summary [risk of balloon burst in a calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. A device history record review is not required. The complaint for was confirmed, but no manufacturing nonconformities were found in the returned sample during evaluation. A detailed root cause analysis for similar returned complaints has been summarized in and edwards technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus the burst occurred during balloon inflation to deploy the thv, placing the balloon in the annulus during the burst. Per complaint description ¿at nominal pressure, the balloon instantly burst longitudinally without any impact/effect to the patient¿. The presence of calcification can create a challenging anatomy for balloon inflation. Calcification in the annulus and leaflets were described as severe. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during pv testing that occurs with every manufactured lot). Additional information was provided. The patient¿s annulus and leaflets were reported as highly calcified. The existing technical summary, which contains root cause analysis on balloon bursts in a calcified aortic annulus and may be leveraged as evaluation of the complaint device reveals no defects. As an applicable technical summary exists and the complaint occurrence rate did not exceed the (B)(6) 2020 control limit for the applicable complaint trend category, an engineering evaluation is not required. There was no edwards defect identified in the evaluation; therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our german affiliate, during implant of a sapien 3 ultra valve the commander delivery system balloon burst. The valve was post dilated with a second balloon with good result, good outcome and no consequences to the patient. The device will be returned for evaluation.